Event description:
It was reported that following some resistance between the microcatheter (subject device) and guidewire, the physician noticed an unk material came out of the distal end of the microcatheter. The pt is reported to be fine. No further details have been disclosed at this time.

Manufacturer narrative:
Add'l PMA/510(k): k042568/k994155.